Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 5 fr dual lumen power PICC was returned for evaluation. An initial visual observation showed use residue throughout the returned sample and suturing material was observed on one of the suture wings. Multiple kinks were observed in the extension legs and the material of the extension legs appeared to be more dull than usual. Both pinch clamps were observed to be engaged on the extension legs and were observed to be slightly discolored. A split was observed in the extension leg of the purple lumen, just proximal to the distal end of the luer hub. A microscopic observation revealed the fracture surface of the split in the extension leg of the purple lumen was rough with some shallow fissures and striations throughout the surface. While the cause of this split is unknown, possible contributing factors include material fatigue, chemical degradation, and excessive manipulation of the extension leg and/or luer hub.

Event description:
Per medwatch; patient's PICC line was leaking at the purple hub.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. (B)(4).

Event description:
Per medwatch; patient's PICC line was leaking at the purple hub.